Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer was hospitalized with hyperglycemia of 20.0-35.4 mmol/l. She experienced hyperglycemic symptoms of dizziness and nausea. She was admitted to the intensive care unit, and she was disconnected from the infusion device and treated with insulin via IV. She reported the infusion device displayed several e4 occlusion errors and does not deliver insulin correctly. The alleged product was replaced and requested for evaluation.